Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the device appeared to be fine. No motor stalls were reported. Patient would be starting back on intrathecal morphine as pain was not managed well. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving saline, dilaudid and morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for post lumbar laminectomy syndrome and spinal pain. It was reported that when pump was first implanted, pump had dilaudid which patient had a small reaction to, so healthcare professional (hcp) put in morphine. The "pain guy" (hcp) didn't like how morphine wasn't "cutting down the pain" and patient still had to take boluses and oral medication despite hcp increasing morphine. Patient was hospitalized for 2 days and what the pain clinic thought happened was patient went into withdrawal because of difference between morphine and dilaudid strength. Hospital took dilaudid out of pump and "ran saline through" pump to "clean" it, but now pt's pain has returned. No further complications were reported.